Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material # 309628 & batch # 3038025. Verbatim: rcc received a complaint via email. Please initiate a complaint investigation and have it completed within 45-60 days referencing astellas record # (B)(6) for ¿unknown black spots on syringe and needle¿. Attached is a photos of the complaint sample. I am trying to confirm is a physical complaint sample is available. Additional information provided: per the information provided by the eye clinic, ¿the nurse said that it appears that the black spots are inside the syringe¿. See attached complaint report.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(6)- supplemental MDR - foreign matter. A photo and physical sample of a 1 ml ll syringe (part number 309628) were received for investigation. The photo showed a fully assembled syringe attached to a needle, placed next to a vial, with no visible defects. The physical sample, also fully assembled but received without a needle, was found to contain a greyish particulate within the fluid path. The condition observed in the physical sample is considered non-conforming per product specifications. The potential root cause of the foreign matter in fluid path defect appears to be associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 3038025. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.